Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were getting low flow alarms 01 and 02 on arctic sun device s/n (B)(6). Confirmed with nurse they were just starting therapy, there were four pads connected. Had nurse stop and disconnect pads from device. Walked nurse through placing device in manual control. Diagnostics: water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100%, system hours 3867, pump hours 3553. Had nurse confirm fluid delivery line (fdl) was connected. Explained it appears to be a circulation pump issue, recommend nurse send this device to biomed and swap to a new device, s/n (B)(6). Per follow up information received via phone on 10mar2026, transferred to the biomed who confirmed receipt of the device, but no diagnostics have been ran at this time. Advised to try back tomorrow.